Event description:
The leads were eroding; they were removed. It was unk if there was infection. X-rays were obtained and the results were not provided. The leads were cut during removal and would not be returned for analysis. The pt status was reported as "fine".

Manufacturer narrative:
(B) (4).